Manufacturer narrative:
(B)(4). The occurrence date of the reported event was not known, but was reported to have occurred four to five years ago. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis. It was unknown if the patient was hospitalized for the reported event. The treatment for peritonitis was not reported. Additional information was requested and was not available at this time.